Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. Reportedly, customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was 160 mg/dl.